Event description:
During an in-clinic follow-up, episodes of far-field p-wave oversensing resulting in inappropriate mode switch were observed on the device. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.